Event description:
It was reported that during a transcatheter aortic valve implantation procedure using an evolut transcatheter aortic valve, in a patient with a bicuspid aortic valve and a calcified fusion between the right coronary cusp and non-coronary cusp, a pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon, and pacing was performed over the guidewire. During the first deployment attempt, an infold was observed in the valve frame and confirmed with a second fluoroscopic angle. The valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system were loaded, fluoroscopy check prior to implantation was acceptable, and the procedure then proceeded normally with no issues. A procedure delay of approximately 10 minutes was reported while the new valve was prepared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: 0013415863; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-34; product lot number: 0013328694; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.